Event description:
During a ptca treatment procedure, it was discovered that the trooper 185 cm floppy j-tip guidewire tip was straight rather than j-shaped. The physician attempted to introduce the guidewire, but felt resistance from the tip. When he removed the wire, he noted that it was a straight tip. This guidewire was replaced with another trooper 185 cm floppy j-tip guidewire and the procedure was successfully completed. No pt injuries or complications were reported.